Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no evidence of discoloration or corrosion/contamination on t cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument did not move properly, it did not have intuitive movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) while surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The surgeon movements scaled appropriately to the maryland bipolar forceps. The timing of the maryland bipolar forceps was appropriate. The maryland bipolar forceps did not move in the intended direction, since the intended direction was right and the observed direction was up. The issue was persistent. The issue was resolved by using a backup instrument. There was no patient injury.